Event description:
It was reported that for a procedure to treat atrial fibrillation, a farawave catheter was selected for use. During the procedure, the catheter side port was blocked, and flush was unable to occur. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.